Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an inaccuracy issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests his blood glucose 3 to 4 times a day. He manages his diabetes via insulin on a sliding scale. The patient indicated that the reported issue began the same day around 3:30pm. During that time, the patient reportedly obtained inaccurate erratic readings of "356, 353 and 183mg/dl" on the subject meter. The time differences between the reported readings were greater than 20 minutes. The patient stated that after obtaining a reading of "356mg/dl" on the subject meter, he reportedly took novolog 70/30 (unknown units) based on a sliding scale. Approximately 20 minutes later, he then reportedly "felt weakness in the legs, shakiness and symptoms of low." He then reportedly tested his blood sugar during the symptoms and obtained a reading of "353mg/dl" on the subject meter. The patient reportedly felt that his symptoms did not correlate with the readings obtained on the subject meter. The patient reportedly took orange juice as treatment following the reported symptoms. The patient then tested again and reportedly obtained a reading of "183mg/dl" on the subject meter. The reported readings were verified in the subject meter's memory. The patient stated that the control solution test results fell within the expected range. But however, the cca noted that the control solution was expired. The patient's testing technique and cleaning technique were verified to be incorrect. There is no evidence indicative of a meter malfunction because the reported inaccurate erratic readings were anecdotal. Based on the provided information, this complaint is being reported because the patient reportedly based his insulin treatment on an alleged inaccurate reading and allegedly developed symptoms, which could be suggestive of a hypoglycemia. In addition, the patient stated that the alleged symptoms did not correlate with the readings obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.